Event description:
It was reported that a patient underwent an excision of a mole on (B)(6) 2013. The suture was attached to a needle holder, and while straightening the suture, the needle popped off before use on the tissue. Another like device was opened and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The suture and needle were examined under 10x magnification for attributes defects. No defects were noted

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.